Event description:
A customer reported that galileo echo m00451 assigned the incorrect sample identifiers to donor samples.

Manufacturer narrative:
The customer was made aware of technical communication (B)(4) regarding proper/improper loading of racks on the echo.